Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels reaching 465 mg/dl, and ketones. Reportedly, the customer miscalculated the amount of carbohydrates eaten when delivering a bolus. Customer delivered a bolus and changed the infusion site to address bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.